Event description:
The device would not complete vacuum portion of beginning of day alignment. Item was replaced for another li & vacuum & alignment was successful. Manufacturer response for loi, (brand not provided) (per site reporter). They issue rga#, instructed us to discard product, and are sending in a replacement.